Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was verified in the laboratory. No high current drain sources were found throughout testing. The battery was sent to the vendor for further analysis, and no anomalies were found. The cause of the battery depletion could not be determined.

Event description:
It was reported that the device was explanted and replaced due to premature eri.